Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer has been experiencing elevated blood glucose (bg) levels for the past few days. However, the exact values were not provided. At the time of the call with tandem technical support (cts) the customers bg's were 332 mg/dl with moderate ketones present. The customer would bolus via the pump and take manual injection to stabilize bg levels. Reportedly, the health care provider recently adjusted settings. During the call with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.